Event description:
I had the essure implants placed around 2004. Since they were placed, my periods have gone from being quite light (about 2 days of bleeding that was at worst controlled with a light flow pad) to 3-4 days of heavy bleeding (completely filling a super absorbent tampon within 3 hours) and frequently staining bedding and clothing. I have also experienced stabbing pains in my abdomen for several years after the procedure, especially on my right side . Additionally, from 2010 to "2103", I began frequent and fairly heavy spotting between periods. Since that time, the spotting has mostly subsided.